Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the lead found inside-out lead abrasion.

Event description:
It was reported that at follow-up, exit block and low sensing with increase of thresholds were observed. Lead was explanted and replaced.